Event description:
It was reported that on (B)(6) 2013, the patient presented with ventricular tachyarrhythmia and acute myocardial infarction (ami). Cardiogenic shock occurred and an intra-aortic balloon pump (iabp) was placed pre-procedure. Multiple defibrillations were administered during the ami for ventricular tachyarrhythmia pre-procedure. After pre-dilating the target lesion, a 3.5x23 rx vision stent delivery system (sds) was advanced via femoral access into an unspecified guiding catheter and to the moderately calcified 95% to 99% stenosed lesion in the moderately tortuous proximal left anterior descending (lad) coronary artery and the stent was deployed. Post stent deployment, the rx vision was unable to be completely deflated and the balloon became stuck inside of the deployed stent. The patient blood pressure began to decline due to the vessel obstruction. Attempts to push and pull the undeflated sds were unsuccessful. During the attempt to withdraw the rx vision sds against resistance, the distal shaft separated in the vessel. An attempt was then made with an unspecified balloon dilatation catheter to push the separated distal shaft with its balloon to the distal diagonal vessel, but the attempt was unsuccessful. As it became apparent that the separated distal shaft extended into the guiding catheter, the existing guiding catheter was withdrawn, and a new unspecified guiding catheter was then advanced into the anatomy and over the separated rx vision piece in the anatomy; all devices and the separated vision piece were then able to be withdrawn as a single unit without further issue, resulting in stabilized blood pressure and a timi flow of 3. This issue reportedly caused a clinically significant delay.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event description continued: post-procedure, the patient was transferred to the hospital intensive care unit (ICU) for observation and a non-abbott diagnostic pulmonary artery catheter was put in place for heart function monitoring. Reportedly, ICU admittance and placement of the diagnostic catheter were potentially related to the attempt to remove the separated balloon segment from the anatomy. The patient was discharged (B)(6) 2013 in good condition and without adverse patient sequelae. No additional information was provided. The device was returned for evaluation. The reported shaft detachment was confirmed. The reported deflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.